Manufacturer narrative:
Corrected data: d9 (¿yes¿ was selected in error on the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer contacted the olympus technical assistance center (tac) with a report that the evis exera iii video system center was displaying scope error b30. The customer did not have access to the subject device at the time of the call to perform troubleshooting; however, tac provided troubleshooting instructions for when the reporter was able to access the subject device. There was no patient or user injury reported.

Manufacturer narrative:
Follow up was performed and the customer stated the unit was being sent in for repair because he noticed the front connector was damaged. At this time, the subject device has not been received for evaluation. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.